Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va044g5, implanted: (B)(6) 2012product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect a day and a half to two days prior to the report. She was urinating more and had trouble making it to the bathroom. She stated that she had programs that helped, but she could not remember which one. The patient was to see her doctor the monday after the report. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.